Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump act button was getting stuck. The blood glucose reading was 44 mg/dl. The customer treated with breakfast. The customer declined troubleshooting for the low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.